Event description:
The port was implanted approx 12/95. During an x-ray it was noticed that the catheter had broken off and embolized. The port was removed but the dr was unable to snare the catheter fragment.